Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. It was explanted and successfully replaced. To date, there have been no adverse patient effects reported.